Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, concentric, 90% stenosed, de novo lesion in the mid right coronary artery. The 3.25x12mm nc tenku balloon dilatation catheter (bdc) was being used for pre-dilatation. Resistance was felt with the anatomy during advancement. The bdc was attempted to be inflated; however, the balloon did not hold any pressure and a rupture was confirmed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4)., it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or physical resistance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections the /PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.